Event description:
It was reported that the external pulse generator (epg) was not working properly, the output values do not match the programmed settings. The epg is expected to be returned to the manufacturer for servicing. There was no patient involvement.